Event description:
It was reported that patient underwent a percutaneous vertebroplasty for compression fracture on (B)(6) 2025. When using the balloon, the surgeon created a vacuum and inserted it through the sleeve, but it did not go in through the sleeve, so the surgeon tried again to use the vacuum and inserted it, but it still did not go in. The surgeon tried inserting it several times after that, but in the end, he was unable to do so. The surgery was completed successfully with forty minutes of delay.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found only one working cannula was returned from the kit. A functional test was carried out intending to assemble the cannula with the balloon returned (03.804.701s) and failed due to the damage condition on the balloon. It remains unknown the the cause for the missing components of the kit. Properly handling and attention to the approved use of the device diminishes the risk of failure. Once the product leaves depuy synthes control, it is unknown what environment conditions the packaged products are exposed to during that time. A dimensional inspection was not performed due to it not being applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the access kit, 10 g, diamond tip, with side-opening, double pack, sterile would contribute to the device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The following drawings reflecting the current and manufactured revisions were reviewed: dwg working cannula (only current revision was reviewed).